Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist customer at scene. The blood glucose reading at the time the paramedics arrived was 37 mg/dl. Customer stated that she did a lot of exercise, went out for a walk and fell on the street due to low blood glucose, a woman saw her and called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.